Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastroplasty procedure, on the first firing the load stopped in half, not completing the line of clamps. It had to be replaced by another device to complete the case. There was no patient injury.